Event description:
Reference number (B)(4). Event occurred in the spain, it was reported that the 3 infusion set cannula were kinked. The infusion set was in use for few hours after insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).